Manufacturer narrative:
Inspecting the instrument visually and especially the area of fracture, leads us to the assumption that the spiral tip might have been bent (by misuse, overstressing) and then straighten again, what could have caused the break. Since this eval indicates no defect of material, no defect in design or any defect in mfg, we feel that no corrective measure is to be taken on our part.